Event description:
During shift check, the autopulse li-ion batteries (sn: (B)(4) and (sn: (B)(4) did not power on the customer's autopulse platform. The battery's status leds showed 4 solid green leds, indicating that the batteries were fully charged. No patient involvement. Please see the following related MFR report: MFR #3010617000-2022-01575 for the autopulse li-ion battery (sn: (B)(4).

Manufacturer narrative:
The customer reported complaint was confirmed during the functional testing performed at zoll. The zoll autopulse li-ion battery failure mode and serial number: (B)(4) reported in this ccr are covered by CAPA (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.